Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clip did not formed properly. Clip slipped and device spitted two clips when fired on the table. Dr. Requested and additional ca090 and when he fired the device clip did not closed properly, surgeon touched the clip with a grasper and it moved. Please note lot numbers has not been provided because they threw out the device. At the hospital they had 4 lot numbers in stock which made it unable to allocate a number. Patient status - "stable".